Manufacturer narrative:
(B)(4). This customer reported a failure to discharge of the paddle set in daily testing. The hospital biomedical engineer confirmed the failure. Replacement of the paddle set resolved the symptom.

Event description:
This customer reported a failure to discharge of the paddle set in daily testing.